Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2021. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, malfunction during case device wouldn't open. The device was full of staple loads but would not open. Case completed with a third device. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 12/28/2021. D4: batch # unk. Additional information . As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.